Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise. The patient was asymptomatic. The noise was reproducible through pocket manipulation and isometrics. No intervention or patient symptoms were reported. The patient would be monitored.